Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the balloon was removed partially inflated. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation contributed to the reported difficulty removing the device. Additionally, the account reported that extra force was used during removal, as difficulty was experienced. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, IFU stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the combination of the IFU deviation and the reported difficulty removing the device contributed to the reported separation. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and separation appear to be related to user error/operational context, given the clinical situation. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate and upon further manipulation with force, the device ultimately separated. Based on the reported information and results of the complaint investigation, there is no indication that the reported deflation issue, difficulty removing the device or a separation are related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery. The 4.0x12mm nc trek balloon dilatation catheter did not fully deflate and when attempting to remove resistance was felt resistance. A bit of extra force was used to remove the bdc; however, the proximal shaft separated. The separated portion remained in catheter; therefore, was removed with the catheter. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
H6: 2017 excessive force, incorrect removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.